Event description:
Revision surgery for infection and the pathogen is unknown. At about 2 months from primary the surgeon performed a washout and revised the liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 12 june 2023: lot 2102424: 30 items manufactured and released on 05-may-2021. Expiration date: 2026-04-25. No anomalies found related to the problem. To date, 1 item of the same lot have been sold without any similar reported event in the period of review.